Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 478 mg/dl at the time of incident. The customer stated that the insulin kept alarming no delivery and insulin was not delivering even after changing the infusion set. The reservoir will not be returned for analysis.